Event description:
A review of the manufacturer's device database identified surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg.

Event description:
Follow-up identified coverage was restored post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was in a motor vehicle accident approximately two years ago. Since the incident, the ipg has been providing intermittent stimulation. In addition, the patient experienced overstimulation followed by numbness in her legs when stimulation turns on. An impedance check revealed normal results. Surgical intervention is planned to address the issue.